Event description:
Leak from header cap on the dialyzer. Spots of blood on machine underneath the kidney. Appears to be coming from the header. No alarm sounds. New set-up done, alarm test redone and cleared.